Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 23-may-2013 due to making grinding noise and stopped working. A service request for this item was called in on 8-jul-2013 for lost power. The previous service condition of making grinding noise and stopped working is relevant to the current complained issue of lost power. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot# reported in the initial medwatch is the supplier lot#. The synthes lot# is; 5587181. Placeholder.

Event description:
It was reported during a hip procedure, the small battery drive lost power. The procedure was delayed approximately 5 minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problem, no harm to patient. It was further reported the same device was returned for repair. The device was repaired and returned to the facility, but device lost power again during the first use after repair. Although this procedure was delayed, it was reported patient was not involved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
11/3/2014 update - additional new information received from facility signed faxed questionnaire which provided patient details;such as, initials, age, weight and medical history. Facility also reported/clarified: the event occured during the initial surgery (original implant date is (B)(6) 2013). There was a reported 5 minute delay in surgery which had no clinical significance. There was no broken device in this case and no fragments retained in the event. There was no medical intervention/surgical revision required. The surgery was successfully completed with a small second battery drive which was used without incident/harm to the patient. This reported incident is for one power tool device.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reporter's complaint the unit doesn't function couldn't be confirmed. The device was tested and the complaint wasn't duplicated. Device was used for treatment, not diagnosis.